Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/05/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported a touch screen failure. There was not reported patient or user harm. It is unknown if the unit was in clinical use at the time the reported issue was discovered.

Manufacturer narrative:
Report date: 31jul2019. Date received by manufacturer: 01aug2019. Repair information was confirmed. There was no patient involvement. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse tried to calibrate the touch screen but it failed. The fse replaced the touch screen and successfully calibrated it. After testing the unit, it was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.